Event description:
It was reported that during a coil embolization procedure, an additional coil was inadvertently deployed. The area of treatment was a gastroduodenal aneurysm. Prior to this coil, 18 coils were advanced through another manufacturer's microcatheter and deployed successfully. Resistance was encountered when the physician attempted to advance the idc coil system through the hub of the microcatheter. The ICD deployment system was removed from the microcatheter successfully. Then, while still in the body, the microcatheter was flushed and an unspecified coil was advanced out of the microcatheter. The coil was eventually deployed in the gda aneurism although the coil was stretched. This coil remains in the patient. Following removal from the body, the ICD coil was confirmed by fluoroscopy to be intact within the ICD coil system. No patient complications were reported, and the procedure was completed with an additional 13 coils being deployed. Patient status was reported as 'fine'.